Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A non bsc catheter was returned. The plunger return inside the catheter. It was necessary to do further analysis in order to check if the coil is inside the catheter. No damages were found in the device. It was encountered that the coil was stuck into the catheter and it was necessary to cut the catheter in order to release the coil. Microscopic inspection of the pusher wire could not be performed as it was not returned. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was kinked. The coil was found broken near the interlocking arm. The coil was returned stretched near to interlocking arm section. Dimensional inspection of the main coil that could be measured was performed and were within specifications.

Event description:
Reportable based on device analysis completed on 26aug2019. It was reported that the coil could not be release. A 22mmx60cm interlock was used in a splenic aneurysm embolism. During procedure, the coil was delivered through a 130x20 stc microcatheter. However, the coil was not able to release and was then removed with the catheter. There were no device components left inside the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is stable. However, device analysis revealed that the coil was broken.